Manufacturer narrative:
H3: device was received and evaluated. Visual inspection found that the belt is dirty as it has been soiled. No other abnormalities were observed. Upon testing the functionality of the device, the chair belt was tested with a known working alarm and triggered the unit to sound when the velcro was disengaged. Conversely, it did not trigger the unit to sound when the velcro was connected/engaged as intended. Therefore, the reported issue cannot be confirmed. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file # (B)(4).

Event description:
Supplemental report needed for additional information.

Manufacturer narrative:
H3: product is scheduled to be returned, but has not been received by manufacturer at the time of this report. Therefore, this report is based solely on the information provided by the customer. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provided adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventive actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file #2019-01144.

Event description:
Supplemental required for additional information.

Manufacturer narrative:
Product is scheduled to be returned, but has not been received by manufacturer at the time of this report. Therefore, this report is based solely on the information provided by the customer. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provided adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventive actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file # (B)(4). No product returned at this time.

Event description:
Customer states that a posey belt that was used on a patient that the manager said did not alarm when the patient removed the velcro. The date the issue was discovered is unknown and no patient incident or injury was reported.